Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d4. Based on the results of the investigation, the phenomena, ¿no camera image on monitor and error b30 was shown¿, and ¿scope communication error e216¿ were not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
On behalf of the customer an olympus field service engineer (fse) reported to olympus, that when the customer had connected to the hd autoclavable camera head to perform precheck before a case, there was no camera image on the monitor and error b30 shown on the screen. The procedure was completed with a similar device. The fse visited and found the same symptom. There was no report of delay or harm to the patient or user associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found scope communication error e216. Additional evaluation findings were as follows: the power focus, power zoom and programmable buttons/switches were worn out and the coupler had rust. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.